Manufacturer narrative:
Other applicable components are: product ID 8840 serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 the patient was requesting physician listings. The patient¿s pump had been alarming every 30 minutes for about 8 months because the battery was weak due to longevity/the pump had reached eos (end of service). The patient had not been able to find a physician to replace it. The patient¿s spasms were not being managed as she could not take oral baclofen. Even prior to the pump implant, she was not able to handle taking oral baclofen especially at the dosage that she would need to manage her spasms. The patient did not have a pump managing physician. The patient was last managed by a nurse, but she didn¿t know her name or phone number. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.